Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in marseille, france. Through follow-up communication livanova learned that there was a trip in the corridor and not in the operating theatre. According to technician, the pipes inside the tank were damaged. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t tripped and compressor was noisy. In addition it was reported that stream comes out of the filling pipe when the unit is running. There was no patient injury.

Manufacturer narrative:
Livanova received a report about a noisy compressor of heater cooler which causes the mains trip in the hallway. No patient/user affected. Unit was inspected by the manufacturer. The evaporator was found to be corroded and leaking, thus resulting in water in the refrigeration circuit. Review of the livanova complaints database did not identify any other similar event relevant to complained unit. The reported event is a known issue. Livanova implemented corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. In may 2020 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed 2 years after the up-grade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.